Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation cardiac arrest: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
It was reported that a patient with no known medical history presented with chest pain times one month, however worsening. St-segment elevation myocardial infarction activation. Angio revealed distal left main disease. Impella placed pre-percutaneous coronary intervention via right femoral artery. It was noted that the patient coded post cp placement. Max presser support and cardiopulmonary resuscitation initiated. Return of spontaneous circulation achieved. Echocardiogram performed with optimal placement noted for cp. Tricuspid annular plane systolic excursion within normal limits. Patient decompensated and code resumed. Unfortunately, family decided against further intervention and patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.